Manufacturer narrative:
The reported events of lead dislodgement, loss of capture and r waves amplitude variation were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction medical device problem code should have 2917 - device sensing problem instead of 2575 - low sensing threshold and 2574 - high sensing threshold.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead implant procedure. Prior to the procedure, an x-ray revealed that the right ventricular lead had dislodged. Additional interrogation revealed that the lead exhibited loss of capture and r-wave amplitude variation. The lead was removed and replaced. The patient was stable.